Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Also, the patient had sinus rhythm and will be monitored. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Also, the patient had sinus rhythm and will be monitored. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted. Additional information indicates that the system was explanted due to persistent methicillin-susceptible staphylococcus aureus (mssa) bacteremia and mitral valve endocarditis. The pocket was well flushed with antibiotics after extraction. There were no additional adverse patient effects reported.